Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the ra lead dislodged. Lead was revised on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital in (B)(6). Rep found out about dislodgement on (B)(6) 2011. No patient symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).